Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided . Mhlas, scr replace friction-fit gold & ti abut int hex; lot number unknown / not provided. Fax number unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the crown was off and the screw at tooth location #19 fractured again; retrieved screw fragments and used laser to clear away tissue from top of implant and placed new screw. Torqued to 35ncm and covered with teflon tape and with 3m and composite.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: d10 -mhlas, scr replace friction-fit gold & ti abut int hex was reported in error. The concomitant device in this event is an unknown zimmer dental implant. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. One scr replace friction-fit gold & ti abut int hex, mhlas was not returned for investigation. The unknown zimmer implant remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be completed for the mhlas as the subject lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture). A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is customer error, implant not placed properly or patient factors. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.